Manufacturer narrative:
Revision occurred 15 weeks after the primary surgery. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 15 weeks after the prior revision surgery which occurred on (B)(6) 2025. The primary surgery occurred on (B)(6) 2022. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 24 mm + 6 lateralized baseplate, 36 mm centered glenosphere, 36 mm + 9 humeral stability cup, and 4 standard screws explanted. These parts were replaced with an identical baseplate, a 6 mm post extension, 40 mm centered glenosphere, 40 mm + 9 135/145 standard humeral cup, 9 mm spacer, and 4 standard screws.